Event description:
It was reported that during an anus praeter ruckverlegung procedure, the device did not staple, misformed staples. The device did cut. The misformed staples will be sent in. The artifical anus was removed and the case was completed with a similar product. There was no pt consequence.